Event description:
It was reported that low impedance was observed on the left ventricular lead through remote transmission. The patient was seen in clinic and reported no symptoms. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes during follow-up on (B)(6) 2015, the lead continued to exhibit low impedance. Troubleshooting was attempted but unsuccessful. The lead remained implanted and the patient would continue to be monitored.